Event description:
I was placed johnson & johnson pelvic mesh and just after surgery I developed severe pain and bleeding. After several months the part of the mesh stick out, and finally I needed to do partial removal because the doctor couldn't remove it completely, saying he is not training to do so. I still develop lots of infections because of this mesh and need completely removal. Please take all kind of meshes from medical market as all them have terrible side effects that destroy lives. FDA safety report ID # (B)(4).